Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device underwent a full evaluation, including testing with the customer's multifunction cable (mfc) and returned accessories, with no faults found. Review of the device log files indicated that once all criteria was met, the device was able to deliver therapy on demand. The device was recertified and returned to the customer. No trend is associated with reports of this type.